Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power. It was noted that the power issue occurred during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots occurring. There battery compartment was found to be intact; no damage was observed. The returned battery and cartridge caps were used to complete all testing. The battery cap was fastened and then unscrewed a half turn with no power reboots occurring. Using and external power supply, a cs 128 replace battery alarm and a cs 177 low battery warning were simulated; the pump emitted the appropriate alarm/warning at the correct voltage threshold. The pump case was removed and no intermittent condition was found to the printed circuit board or to the continuous glucose monitor module. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump had no power was not able to be duplicated during investigation.